Event description:
It was observed that during the device evaluation, the camera head exhibited water tightness loss due to damage to a button. There was no patient involvement.

Manufacturer narrative:
Based on the investigation's results, the most probable cause of the identified failures is component failure, which is expected or random and without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.